Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 submitted: 03/10/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: the force sensor unit was evaluated and determined to be within the required specifications. Review of the black box data revealed loss of prime warnings (162) recorded on (B)(6) 2016. The pump was exercised for 24 hours during which time, a loss of prime occurred. Investigation duplicated the complaint. The pump was opened for further investigation; a cracked trace was found at the force sensor flex pin. (B)(4).